Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation as it has been discarded; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.  If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reported that they have noticed a nasoenteral tube crack and diet leakage. Additional information was received and stated that the crack was observed in the y-port purple connector. There was no patient harm reported.